Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 202mm distal to the distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 24x2.5mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 24 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent delivery shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 24x2.5mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 24 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent delivery shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.